Manufacturer narrative:
The investigation of the positioning issues has been completed. After reviewing the clinical information, it was determined that the cause of the positioning issues was use related. Corrections to the initial MFR report: g1 MDR reporting contact email h6 investigation findings 114, investigation conclusion 19 added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported that the impella cp was placed via femoral artery cutdown. Due to ECMO cannula in the femoral artery, the cp was placed higher, in the iliac. Given the depth of the artery, upon closure of the skin, both the entire blue hub and the junction where the sterile sleeve connects to the repo sheath were inside the skin. The impella was explanted and replaced with a new impella cp. The patient survived the procedure.